Event description:
Additional information was received from the patient's surgeon that reported the patient received pre-operative antibiotics. The onset of the infection was (B)(6) 2012 and the site of infection was at the device pocket. No culture was obtained. The patient had drainage, wound dehiscence, and the implantable neurostimulator (ins) battery became exposed. The entire ins system was explanted and the infection was resolved.

Event description:
It was reported that the patient experienced infection symptoms two days after implantation of an implantable neurostimulator (ins). On (B)(6) 2012, it was reported that the patient was "doing fine" and according to the physician the patient's incisions looked fine. The device was explanted on (B)(6) 2012 due to infection. The patient recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model: 3888-33 lot#: v651966 implanted: (B)(6) 2012 explanted: (B)(6) 2012; lead model: 3888-45 lot#: v716843 implanted: (B)(6) 2012 explanted: (B)(6) 2012; extension model: 3708260 serial#: (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2012; trialing lead model: 355531 lot#: n309696 implanted: (B)(6) 2012 explanted: (B)(6) 2012; programmer model: 37744 serial#: (B)(4); recharger model: 37754 serial#: (B)(4).